Event description:
It was reported to boston scientific corporation in 2008, that a corflo cubby low profile gastrostomy device was used for enteral feeding in the same month. (Patient age, gender and weight unknown). According to the complainant, ond day after placement the low profile gastrostomy enteral feeding device was found to be outside the body with the balloon deflated. The physician suspected the balloon had ruptured, however, when the balloon was inflated no leak was present. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual inspection of the returned device revealed that the device was inflated with 5 cc of water, and no leaks or burst was observed. Also the balloon was again manipulated, and no leaks observed. It was indicated that the device functioned as designed. No defects were found and there the complaint could not be confirmed.